Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the brachial artery. The 90% stenosed target lesion was located in the non-calcified and moderately tortuous cephalic vein of arteriovenous graft at left brachial. Another manufacturers 5fr 3cm introducer sheath was inserted to the mid-part of graft. Another manufacturers 035 x 150 guide wire crossed the lesion. The 6.0 x 40, 75cm mustang balloon was selected and ruptured at 20atm upon the first inflation. The procedure was completed with another manufacturers 6 x 40 balloon which was inflated to 20atm. The device was removed from the patient intact. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the brachial artery. The 90% stenosed target lesion was located in the non-calcified and moderately tortuous cephalic vein of arteriovenous graft at left brachial. Another manufacturers 5fr 3cm introducer sheath was inserted to the mid-part of graft. Another manufacturers 035 x 150 guide wire crossed the lesion. The 6.0 x 40, 75cm mustang balloon was selected and ruptured at 20atm upon the first inflation. The procedure was completed with another manufacturers 6 x 40 balloon which was inflated to 20atm. The device was removed from the patient intact. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis and examination of the returned device noted that the balloon material was torn longitudinally for a distance of 49mm approximately 4mm distal to the proximal transition zone. A visual and tactile examination of the shaft of the device found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).